Event description:
A trilogy 100 ventilator, u.s.a - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 ventilator, u.s.a - bt device failed testing for act exhalation purge valve closed during evaluation at the manufacturer's service center. The device's active exhalation control module (aecm) screw has been installed, and tubing has been replaced due to failed test. Additionally, the device's missing feet and o-ring have been replaced. The cracked handle and damaged rear enclosure and serial label have been replaced. The device passed all testing.